Manufacturer narrative:
Updated UDI -- (B)(4). Corrected fields -- device available for evaluation?, additional MFR narrative. Additional information -- model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device manufacture date, evaluation codes, additional MFR narrative. It was initially reported that the device would be made available for evaluation. It was later communicated that the sample would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when this lot was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The resident had primed the certas plus valve. He connected it to the distal catheter and tunneled to into the peritoneam. He then tested the valve with a manometer. When he pushed the fluid into the shunt, the reservoir bubble expanded. We grabbed another valve (same lot), the same issue happened. We grabbed a third valve, different lot, and it did not expand. Replacements are requested. I pulled a third valve off the shelf with the same lot number. No delays, no adverse.